Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a patient had received a system error 2240 (air in set) alarm on a homechoice (hc) machine with the patient connected and while attempting to drain prior to starting therapy. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. According to the nurse, the patient was able to complete therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.